Manufacturer narrative:
Manufacturer reference: (B)(4). Igtcfs-65-1-jug-celect-pt. Summary of investigational findings: according to the description of the event grade 3 perforation with one filter leg was noted. The evaluation of the imaging did not confirm the reported grade 3 perforation, but did find that there is grade 2 perforation with two primary filter legs, one grade 1 interaction(consistent with tenting), one grade 0 interaction, and grade 0 secondary filter leg ivc interaction. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to global study ((B)(4)): on (B)(6) 2015, the ivc placement procedure was performed. The filter placement was anticipated to be temporary. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. On (B)(6) 2015 (seven days post-procedure), the patient was admitted to the hospital for acute encephalopathy, confusion and malaise. During this hospitalization, a computed tomography (CT) of the abdomen and pelvis with IV contrast was performed. Cook medicals external lab findings revealed no evidence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization, or migration. There is evidence of three filter legs with a grade 3 interaction with the ivc wall, "two in retroperitoneal fat on right and one in the aorta." There is no evidence of hemorrhage, hematoma, or other clinical finding observed at the perforation/puncture site. On (B)(6) 2015 (10 days post-procedure), the patient was discharged from the hospital. Update on (B)(6) 2015: cook medical external lab has reevaluated the imaging and changed the evaluation of 3 filter legs with a grade 3 interaction to one filter leg with a grade 3 interaction. Patient outcome: the patient remains in the study and no further adverse events have been reported.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Investigation is still in progress

Event description:
Description of event according to global study ((B)(4)): on (B)(6) 2015, the ivc placement procedure was performed. The filter placement was anticipated to be temporary. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. On (B)(6) 2015 (seven days post-procedure), the patient was admitted to the hospital for acute encephalopathy, confusion and malaise. During this hospitalization, a computed tomography (CT) of the abdomen and pelvis with IV contrast was performed. Cook medicals external lab findings revealed no evidence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization, or migration. There is evidence of three filter legs with a grade 3 interaction with the ivc wall, "two in retroperitoneal fat on right and one in the aorta." There is no evidence of hemorrhage, hematoma, or other clinical finding observed at the perforation/puncture site. On (B)(6) 2015 (10 days post-procedure), the patient was discharged from the hospital. Patient outcome: the patient remains in the study and no further adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Investigation is still in progress. (B)(4).

Event description:
Description of event according to global study (12-018): on (B)(6) 2015, the ivc placement procedure was performed. The filter placement was anticipated to be temporary. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. On (B)(6) 2015 (seven days post-procedure), the patient was admitted to the hospital for acute encephalopathy, confusion and malaise. During this hospitalization, a computed tomography (CT) of the abdomen and pelvis with IV contrast was performed. .